Manufacturer narrative:
Correction information was received from the customer with limited data. Correction made in the following sections: d1 - brand name. D4 - model # and catalog #. The following information is unknown. D4 - lot #, expiration date, primary unique device identifier (UDI) #. H4 - device manufacture date. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Race was requested from the customer, but it was not provided.

Event description:
A healthcare professional reported a hahn tapered implant failed to osseointegrate before the second stage surgery on tooth number 9. It was reported that the healthcare provider observed the following patient symptoms: inflammation and granulation/fibrous tissue around the implant. It was reported that the symptoms were relieved with the removal of the device, but the device was not replaced. No permanent injury was reported, and bone graft procedure was performed. Per the report at the time of the surgical procedure the patient's bone quality was type ii with fair oral hygiene.